Event description:
Noise seen on atrial signal on hmsc recordings and in office with isometrics when programmed unipolar. Device was programmed to bipolar sensing and no noise was able to be created. Lead will continue to be monitored. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.